Event description:
Information was later received reporting that the patient had a prophylactic battery replacement. The explanted generator is not available for return to the manufacturer, indicating that it has likely been discarded.

Event description:
It was initially reported that the patient could not feel their device kicking like it used to. The patient did not like the lack of sensation when the vns discharged, so their physician increased their settings. The physician later indicated that the cause of the decreased perception of stimulation was due to vns stimulation and low battery. The adjustment of the patient parameters was both for patient comfort and to preclude serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿altered perception of stimulation¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.